Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(4) 2005, after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR numbers: 1225714-2014-01386 and 1225714-2014-01387.